Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: olympus could not specify root cause of the suggested event. In addition, olympus could not specify from complaint information whether the product was used in accordance with the instruction for use (IFU). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the nozzle had foreign material. There was no patient involvement.